Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with multiple episodes of non-sustained oversensing due to myopotential oversensing. Programming changes were made. The patient will continue to be monitored. Further actions will be discusses with the physician.